Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('my son was born at 37 weeks') and pregnancy with contraceptive device ('pregnancy (with complications),') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: date of insertion: (B)(6) 2011, (B)(6) 2011. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.